Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. Customer also reported other blood glucose value was 100 mg/dl. The customer treated for low blood glucose value with bunch of sweets. The customer was declined to troubleshoot for low blood glucose level. The customer stated that the insulin pump had software error detected alarm. The customer was also reported that they were able to clear the alarm and able to rewind the insulin pump. The customer also reported that self test was passed. The insulin pump will not be returned for analysis.